Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2019 regarding a patient receiving hydromorphone (500.0mg/ml at 199.87mg/day) and baclofen (unknown concentration at 4.917mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient's pump was refilled on (B)(6) 2019 and the color of the fluid extracted from the pump was a "dirty yellow." The patient was concerned. It was noted that the healthcare provider (hcp) was stumped about it and really didn't say anything. The patient was to follow-up with the hcp regarding their concerns. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the cause of the yellow tinged fluid aspirated from the pump was not determined. The pump was refilled with a new mixture. The following refills were normal. No diagnostics or troubleshooting were performed. It was reported the issue had resolved. The patient's weight was provided as (B)(6).